Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros amon quality control result was obtained from a non-ocd biorad quality control fluid using vitros amon slides processed on a vitros 5600 integrated system. The assignable cause of the event is most likely an instrument event related to microslide incubator contamination. The cause of the contamination of the microslide incubator was not identified. Results of precision testing demonstrated that the vitros 5600 integrated system was not operating as expected at the time of the event. Significantly improved performance was obtained after ocd maintenance actions were performed.

Event description:
The customer complained a non-reproducible higher than expected vitros amon quality control result was obtained from a non-ocd biorad quality control fluid using vitros amon slides processed on a vitros 5600 integrated system. Biorad l2: 93.7 mol/l vs expected 75.5 mol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Although there were no reports of affected patient sample results, it cannot be confirmed that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4)